Event description:
A customer reported to baxter corporate product surveillance a one-link y-type catheter extension set in which a no flow was observed. According to the report, the patient was in the operating room, and was getting prepped for surgery. The nurse attempted to flush the line with a prefilled syringe, and obeserved that no flow could be established. The nurse disconnected the extension set from the patient angiocath, and made a direct connection to the primary line. Flow was established, and therapy continued on as normal. The nurse unsuccessfully attempted to flush the one-link extension set after it was removed from the patient with a bd prefilled saline syringe. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.